Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and exchange of textured devices due to patient's concern with product." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Healthcare professional reported, "left side capsular contracture, baker grade iii. And exchange of textured devices, due to patient's concern with product". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: wear abrasion observed, deformation is observed, black particles were observed, on the shell.